Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the failure of the power supply board or the image processing circuit board due to the aging deterioration, because five years and seven months had passed from the subject device was manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the checking by (B)(4) the image was not displayed on the subject device when the subject device was turned on. There was no report of patient injury associated with this event.